Manufacturer narrative:
Report number: 1038671-2021-00529 multiple MDR reports were filed for this event, please see associated reports: 1038671-2021-00529. The revision reported may have been the result of either excessive flexion between the femoral component and the ps post or axial rotation mismatch between the femoral component and the tibial components, likely leading to excessive shear loading between the femoral cam and the ps post, which appears to have precipitated fracture of the insert. However, the fractured post, fractured locking button, and delamination damage to the polyethylene are also indicative of oxidative degradation. The insert was packaged in a non-conforming vacuum bag for 6.5 years prior to implantation which may have been a contributing factor to the oxidative degradation and damage. The potential malalignment/joint instability cannot be confirmed because no x-rays were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 37 months after a right total knee replacement procedure, the patient has experienced prosthesis wear. Patient presented with a ¿sore knee¿, the insu patella was worn and a pe exchange was performed due to wear and the ps cam and the button on the underside of the insert had snapped off from the body of the insert and was floating around the knee. The poly after three years was delaminated and pitted. Patient was last known to be in stable condition following the event. The device will be returned. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: d4: expiration date. The revision reported may have been the result of either excessive flexion between the femoral component and the ps post or axial rotation mismatch between the femoral component and the tibial components, likely leading to excessive shear loading between the femoral cam and the ps post, which appears to have precipitated fracture of the insert. However, the fractured post, fractured locking button, and delamination damage to the polyethylene are also indicative of oxidative degradation. The insert was packaged in a non-conforming vacuum bag for 6.5 years prior to implantation which may have been a contributing factor to the oxidative degradation and damage. The potential malalignment/joint instability cannot be confirmed because no x-rays were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.